Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, curved opening, and fold creases. A weight test of the device was completed and the device was underweight. Microscopic analysis of the return device identified wear abrasion, stress marks assessed as non penetrating nicks, and an extended sharp opening on radius side, in the same location of crease, assessed as fold flaw opening. Based on the device analysis the final assessment was an extended sharp opening on crease assessed as fold flaw opening.

Event description:
Patient reported left side "pain", "leaking of the implant." Patient additionally reported they "have just been diagnosis with autoimmune disorder"; this event is not related to the device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was "pain", "leaking of the implant". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain", "leaking of the implant." Patient additionally reported they "have just been diagnosis with autoimmune disorder"; this event is not related to the device and will not be reported. Device was explanted.